Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to lead trends, as it was not possible to rule out the device header as the root cause. No additional adverse patient effects were reported.